Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump's drive support cap was damaged. The customer's blood glucose was unknown at the time of the incident. It was reported that the drive support cap was sticking out and it was not known how it happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose flush drive support disk, cracked case at the display window corners, battery tube threads, belt clip slot and minor scratched display window.